Event description:
This spontaneous report was received on (B)(6) 2012, from a reporter and concerns a consumer (age and gender unspecified) from the united states. On an unspecified date, the consumer started using reach total care multiaction toothbrush, for dental cleaning (route dental, lot number, frequency and expiration date unspecified). After one week of the use, the consumer noticed that, the toothbrush snapped like a twig, at the weakest point in the middle of empty circle. This report had no adverse event and the action taken with the device was unknown. This report was considered as reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a reporter and concerns a consumer (age and gender unspecified) from the united states. On an unspecified date, the consumer started using reach total care multiaction toothbrush, for dental cleaning (route dental, lot number, frequency and expiration date unspecified). After one week of the use, the consumer noticed that, the toothbrush snapped like a twig, at the weakest point in the middle of empty circle. This report had no adverse event and the action taken with the device was unknown. This report was considered as reportable malfunction case in the united states. Additional information received on (B)(4) 2012. No lot number was provided and no product was returned. A review of the trending data by product family reach total care multiaction toothbrush revealed no adverse trends. Based upon an acceptable related product change history and manufacturing or facility issue reviews, lack of a lot number and sample, and no adverse trends this complaint was not confirmed nor a root cause determined. Complaint trends will continue to be monitored. This report remains as reportable malfunction case in the united states.